Manufacturer narrative:
System is currently under eval.

Event description:
Customer reported a communication loss between the panorama central station and ambulatory telepacks, which may have affected telemetry monitoring. No pt injury ws reported.